Event description:
A non-health care professionals reported following the intraocular lens implantation the patient had experienced poor visual acuity and had no near vision. The lens was extremely decentered and at the time of the second surgery the haptic was found to be torn off completely. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).